Event description:
Physician was treating bilateral disease in the cath lab. He was going up and over through a very calcified lesion. The icast covered stent came off the balloon during the case. There was no harm to the pt.

Manufacturer narrative:
Original MDR (1219977-2012-00174) included two devices. This MDR has been created to address second device. Contents includes all relevant info to second atrium device used in case. As no product was returned, it is difficult to conduct a proper analysis. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the device in question, it is difficult to reenact the exact conditions experienced during the clinical procedure and therefore determine root cause.